Event description:
Additional information received indicated that the study baseline transthoracic echocardiogram (tte) identified a mean aortic gradient (mgv2) of 7.95 millimeters of mercury (mm hg), an aortic valve area (ava) of 2.52 centimeters squared (cm2), a max aortic valve velocity (v2) of 1.99 meters per second (m/sec), severe total aortic prosthetic regurgitation with severe prosthetic transvalvular regurgitation. Mild mitral regurgitation (mr) and mild tricuspid regurgitation (tr) were also present.

Manufacturer narrative:
Updated data: b5, h6 corrected data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that mild paravalvular leak was present immediately after the index tav implant procedure.

Manufacturer narrative:
Updated data: b5. H6. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately eight years, four months following the implant of this 34mm transcatheter aortic bioprosthetic valve (tav), valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic regurgitation (ar) with severe hemodynamic valve deterioration. This was characterized by a new occurrence or increase of >=2 grades of intra-prosthetic aortic regurgitation resulting in >=severe central ar. The patient was admitted and enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, was appropriate. Pre-intervention imaging was obtained which showed possible left atrial appendage thrombus versus inadequate contrast filling. Additionally, possible pannus/thrombus and leaflet thickening versus inadequate contrast filling seen inside of the tav frame. Plaque/thrombus was noted in the right circumflex iliac artery and possible plaque/thrombus seen in the native sinuses. Four days after the valve failure was identified, the patient was treated with re-intervention for the failed tav. A non-medtronic (edwards sapien) valve was implanted within the medtronic tav. No patient symptoms prior to reintervention were reported and no complications were reported as a result of this event.